Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 1, initial sodium result 97, repeat 133 mmol per l; initial potassium result 2.7, repeat 3.6 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 6, initial sodium result 102, repeat 137 mmol per l; initial potassium result 3.5, repeat 4.5 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 5, initial sodium result 102, repeat 138 mmol per l; initial potassium result 3.1, repeat 4.0 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 7, initial sodium result 104, repeat 141 mmol per l; initial potassium result 3.4, repeat 4.5 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 2, initial sodium result 101 repeat 138 mmol per l; initial potassium result 3.0, repeat 4.0 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 4, initial sodium result 102, repeat 142 mmol per l; initial potassium result 3.5, repeat 4.8 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Event description:
Customer had multiple samples where initial ise results were low and repeats were higher. Exact number of samples is unknown, seven patient examples of discrepant results were provided. Patient 3, initial sodium result 96, repeat 135 mmol per l; initial potassium result 2.9, repeat 4.0 mmol per l. Original low results were not reported. Patients were rerun, corrected and reported.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.

Manufacturer narrative:
The field service representative could not duplicate the issue. Customer replaced reference electrode. The field service representative performed calibration, quality control and precision checks to verify analyzer operation. All performed acceptably.